Manufacturer narrative:
The investigation for the hemolysis, access site bleed, and low pump flow has been completed. The pump was not returned for evaluation. The data logs show a motor current spike outside a p-level change followed by a decrease in pump flows. There was an upward trend in placement signal with rising motor current trend and low flows during the case. The root cause of hemolysis was most-likely due to biomaterial. The root cause of the access site bleeding major was most likely due to a use-related issue. The root cause of the low pump flow was most likely due to biomaterial.

Event description:
The complainant reported that the physician attempted to peel away the 23fr sheath but did not have control of the choker on the sutures and the patient lost around 1l of blood. The physician was able to tamp down the choker and get hemostasis. Three units of red blood cells were administered in the operation room. The impella flows dropped to 2.2lpm. In the intensive care unit, one unit of blood was given for the bleeding and hemolysis was noted. The impella placement signal was also not working properly. The physician decided to remove the impella. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of hemolysis was most likely due to biomaterial. The root cause of the access site bleeding was most likely due to a use-related issue. The root cause of the low pump flow was most likely due to biomaterial. The root cause of the optical signal issue was not determined as product was not returned and limited information related to the failure was provided. All pertinent information available to abiomed has been submitted at this time.